Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The examination of the sample showed leakage just distal to the anti-kink collar. The proximal end of the catheter was partially torn out of it. As stated in the IFU, alcohol or organic solvents can damage the catheter material. Because each catheter is leak and flow tested before packaging, and the catheter had been in place for up to 16 days without leakage this complaint is not confirmed. There will be no corrective action at this time. However, we will place this incident in our complaint system and continue monitoring for this problem.

Event description:
Catheter broke at the connection where the hub and catheter connect. The catheter was removed and inspected for intact length of catheter making sure no pieces were left inside the put. Peripheral IV was placed for access.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.